Event description:
It was reported that during the lap sigmaresektion procedure, teflon pad peeled off, fell into patient, could be removed. The case was completed with the same like product. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad partially melted and partially detached. The detached piece was missing. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when there is metal to metal contact between the blade and the clamp arm. We have documented the circumstances as they were reported to us.